Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the transmitter was not fully snapped in, which is misuse of the device. The patient¿s father stated that the patient was newly diagnosed with diabetes on (B)(6) 2020. On the evening of (B)(6) 2020, they inserted his very first sensor in the abdomen and the son screamed in pain and shrieked for about an hour. The device did not pair, and the parents left the sensor in place. On (B)(6) 2020, the family tried to go bike riding, but the patient had too much pain on movement. They gave him a bath to try to soak the patch off, and when that did not work, they soaked it off with oil to remove the adhesive. They pulled the sensor off very slowly with the transmitter intact. The patient¿s mother, who is a pediatrics nurse, noticed the wire was missing. Because of the continued pain and the missing wire, the parents took him to the emergency room (ER) on the evening of (B)(6) 2020. An x-ray and ultrasound were done, and they could not detect any evidence of the wire being retained under the skin. The patient was discharged from the ER with no treatment or further testing. At the time of the report the patient was still in pain. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.